Manufacturer narrative:
B3 - date of event: the exact event date is unknown, as only the month and year were provided. Therefore, the first day of the month was entered as the event date. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and an occlusion alarm was identified. A review of the 12-month service history was also performed, and no relevant findings were identified. Visual inspection and functional testing were conducted. The customer's allegation could not be confirmed through functional testing. The cause of the reported issue could not be determined or verified based on the available evidence and test methods.

Event description:
It was reported that a cadd pump log request was submitted for a device concerning a suspected under-delivery or no-delivery event that occurred between june 14 and june 15. The event occurred during an infusion at the facility. There was patient involvement; however, no patient harm or adverse event was reported. During the investigation of the returned pump, it was found that an occlusion alarm was recorded in the event log history.